Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piece missing that holds the rubber piece. The customer reported that the reservoir compartment was damaged and the reservoir was not able to lock in place. The blood glucose of the customer was 173 mg/dl. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.